Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient had been cleaning and sweating earlier in the day. While laying down, the patient¿s mobile app notified her to a cgm value of 40 mg/dl. No bg meter comparison value was reported. The patient¿s service cat also alerted her that her bg level was ¿off¿. No patient symptoms were reported. The patient attempted to self-treated with soda and candy but couldn¿t. Therefore, she called 911. Once emergency medical services arrived, the patient was transported to the emergency room. At the ER, the patient¿s bg meter reading was 111 mg/dl and continued to increase gradually. No cgm comparison value was reported. The staff at the ER advised the patient to replace the sensor ¿suspecting it may have been faulty¿. The patient was treated with IV fluids. It was not specified how long the patient was in the ER prior to being discharged. The patient was ¿stable¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.